Event description:
During the implant procedure, while tunneling with the inspire tunneler, the anterior jugular vein was nicked and the patient experienced bleeding. Physician located the bleeding and used a medtronic ligasure device to seal the vessel to achieve hemostasis. This resolved the issue.